Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the instrument to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. The yaw pulley showed no signs of arcing. Additional finding not reported by the site: the instrument was found to have a broken bipolar yaw pulley. Broken piece was missing and size of missing piece was approximately 0.072¿ x 0.166¿. This was not returned for failure analysis. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the long bipolar grasper was observed to have a broken cable by the jaws. The procedure was completed with no reported injury.